Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 06/14/2018 under wo # (B)(4) and shipped on 06/28/2018. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Descriptions are similar, but this unit was damaged. Product receipt: the complaint unit was returned on a repair. However, based on log 100806, this unit was at csi on 08/18/2023. Visual evaluation: visual examination of the complaint unit revealed physical damage. The trigger came apart but not broken and the luer lock was bent. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the damage was visually confirmed and would impact proper function. The luer lock is made of steel and would require significant force to bend it. A drop is deemed the reason for the damage. The unit was repaired and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
No additional information is available.

Manufacturer narrative:
G2: foreign: canada. Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the luer lock nozzle is bent and the trigger has broken off. No adverse event reported. No additional information is available. 900076 ultra 2023-08-0000339.